Event description:
This MFR's inspection found that a pull wire on the pulmonary radial jaw forceps was broken. It was intially reported that during preparation of a bronchoscopy procedure for diagnosis, the forceps would not open correctly.